Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
It was reported that the cuff component of the bivona tracheostomy tube was leaking. The tracheostomy tube was removed and replaced as a result. No patient injury or further complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample received: one (1) sample was received from p/n 670175 with l/n 3959193, in used conditions, without its original packaging and with its certificate of safe handling. Functional test: the sample was tested on leak test. The test was performed under water as per pwi-10007269 rev.100 symmetry and leak test method. Results: during the test, a leak was found in the cuff. The complaint is confirmed. Then cuff was filled with water, a leak was found at the middle section of cuff. Based on the tests performed to replicate the failure mode, where it could not be reproduced using the tools from assembly process, the most probable root cause is that damaged occurred after the product left smiths medical facilities. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process. The cause of the reported was traced to the user manipulation of the product.